Event description:
The end user states the round tubing at the bolt hole on the cross brace of a mvps wheelchair has broken off causing the end user to fall out of the chair. He stated he is a quadriplegic and needs his chair. No injuries reported